Event description:
The customer stated that her blood glucose results started appearing with a decimal point. The caller was not aware that the metert was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. The customer was able to reset the meter to mg/dl with assistance. The customer was satisfied and no product will be returned.